Manufacturer narrative:
The pod was received fully deployed. No damages or deficiencies to the needle mechanism were observed that could have resulted in the cannula not deploying. No damage to the bottom housing and environmental seal was observed. The needle mechanism was manually reset to a non-deployed state, and then redeployed using the lock and load fixture. The needle mechanism was observed to deploy as intended. Despite no damage being found, the exact timing of cannula deployment could not be determined. The cause of the reported event could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible but the pink slide did move forward. The blood glucose levels reached 300 mg/dl while wearing the pod between 1 and 4 hours. As treatment, the patient took 10 units of humalog insulin injection manually.